Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : item number: us157858, item name: m2a-magnum cup, lot #: 331910. Reported event was confirmed by review of photographs of the explanted product. Photographs of explanted products showed signs of damage in the form of scratches and scuffing on the inner diameter, likely due to contact with the femoral head. A taper assembled with the head was provided and identified there were scratches on the taper as well. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not released by the surgeon. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02896. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 11 years post-implantation due to elevated ion levels. No additional information is available at this time.